Event description:
Additional information received noting that the patient underwent a generator replacement and the impedance was within normal limits, 2000 ohms, after only changing the generator. It was noted that multiple diagnostics test were performed which resulted in ok impedance so it was assumed that the high impedance was likely caused by a pin insertion issue. The explanted generator was not made available for return. No troubleshooting was performed prior to replacing the generator (i.e. Removing the lead pin cleaning and then reinserting) to see if the high impedance resolved. Although the impedance was within normal limits with a placement of a new generator based on the length of implant and no known report of patient trauma/manipulation it is less likely that the cause of the high impedance is due to incomplete pin insertion. There is still a possibility of there being a positional lead fracture.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic and presented with high impedance. They have since been referred for surgery and x-rays. No known surgical intervention has occurred to date. No other relevant information has been received to date.